Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that ipg was unable to be set to MRI mode. Lead diagnostics showed low impedances ranging from 171 to 196 ohms. Surgical intervention was undertaken wherein the ipg was explanted, replaced, and connected to the existing leads. Intra-op and post-op impedance testing showed all impedance readings were normal (above 200 ohms) and ipg set to MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.